Event description:
Reference number: (B)(4). Event occured in the united states. This MDR is being submitted for an unknown quantity of infusion sets that had the reported issue. The patient reported an incident where the cannula in their infusion set became kinked. This event occurred on 07-apr-2025. The patient noticed symptoms both within the first 3 hours after insertion and beyond that timeframe. The infusion set had been in use overnight when the issue was detected. The insertion site for the cannula was on the patient's abdomen. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (b)4), device 1 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.